Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement related.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock with plans for coronary artery bypass grafting was implanted with an impella 5.5 device as escalation of care from an impella cp device for long-term mechanical circulatory support. Approximately 12 days after the start of the impella 5.5 device support, the patient was noted having multiple delirious episodes and grabbed onto the impella device and pulled it 8.5 centimeters back into the aorta. The patient was emergently taken for surgical removal of the impella 5.5. The graft was surgically cut above the anastomosis of the graft and artery and sutured closed. The patient¿s chest was then closed with sutures. The patient survived the explant of the impella device and was reported to be in stable condition following the event.